Event description:
Caller reported the pilot balloon on the tracheostomy tube failed after 3 days of being in the pt and she had to replace it. He had to be reintubated. She says that she did not save the trach and it has been thrown out and not available for return.

Manufacturer narrative:
The tube was discarded and not available for investigation. The lot number reported is included in the above referenced action.